Event description:
Additional information was received that the patient was brought in for a commanded shock. During the commanded shock, an external defibrillator was attached to the patient. The impedance measurements during the commanded shock resulted in values greater than 200 ohms in the rv to ra vector. Boston scientific technical services discussed that electromagnetic interference could potentially be a factor in the range of impedances that were observed. The system was reprogrammed and the products remain in service. The patient is not dependent and is being monitored at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedances. The impedances were 16 ohms, but when checked in clinic, the values were within range and around 55 ohms. At this time, the rv lead remains in service and the patient is being monitored. A commanded shock may be performed in the future, but has not been scheduled. No adverse patient effects were reported.